Event description:
Boston scientific crm received information that this right ventricular lead was surgically abandoned due to intermittent loss of capture and high threshold measurements. It was noted the patient underwent bypass surgery two times, which altered the position of the leads. No adverse patient effects were noted.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.